Event description:
Philips received a complaint from the customer on the v60 indicating that the device cannot power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of a field service engineer (fse) and when attempting to turn on, the unit just alarmed, beeped, and would not turn on. The fse held the accept button and the power switch at the same time to get the unit to stop alarming. The fse tried to turn it on with just ac and then just dc power; no change. During troubleshooting the unit was plugged into ac power and it powered up in ventilation mode. The unit was powered off and then back on in diagnostic mode; no issues. The fse reviewed the event log, and no check vent or vent inop codes were logged. The fse disconnected ac power and unit transitioned to battery power then back. With the unit turned off and connected to ac power all leds on the front were as expected. The customer was advised to perform a full successful pvt before placing the ventilator back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.